Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient had been hospitalized on (B)(6) 2014 as a result of a severe hyperglycemic event. The reporter stated that the patient had a blood glucose level of over 500 with symptoms of vomiting and diabetic ketoacidosis. While at the hospital the patient was allegedly treated with insulin via injection and IV fluids. During troubleshooting with a customer technical support representative, the reporter stated that the patient was adjusting their pump¿s basal rates to cover boluses and not blousing for all the food the patient was eating. It was reported that 75% of the patient¿s insulin deliveries came from the basal rate. The reporter stated that both the basal and bolus settings were incorrectly programmed into the pump as a result. Additionally it was stated that the patient had a recent change in nutrition and was eating more high fat/protein foods and that the insulin to carbohydrate ratio had not been reevaluated to compensate for this. While the reporter was going through the pump settings, it was revealed that the basal delivery totals in the total daily dose did not match, but this was due to the patient changing their basal rates to compensate for not bolusing properly. This complaint is being reported because the patient was hospitalized for extreme hyperglycemia as a result of use error of the pump.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/18/2015 with the following findings the pump's black box data from the time of the alleged event has been overwritten due to continued use of the pump. The pump was exercised for 24 hours with a 2.0u/hr basal rate. At the end of testing the basal history correctly showed 2.0u and the total dose of insulin showed 48.0u. The pump passed a delivery accuracy test and was found to be delivering within the required range. The available daily insulin delivery totals correctly reflected the user's programmed basal rates.